Event description:
The customer received a blood glucose reading of 345 mg/dl on the contour meter, re-tested on a second contour meter and the reading was 112 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. At the request of the customer a new meter was sent. Test strip information was not provided.